Event description:
It was reported that in preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the right coronary artery. A 3.5x20mm liberte' bare metal stent was advanced to the lesion, and the device was inflated to 16 atms. The physician noted that there was no stent on the device. The stent was found outside of the pt in the sterile field; it had dislodged during the removal of the stent protector during preparation. The procedure was completed by placing two stents, a 3.5x24mm taxus liberte' stent and a 3.5x8mm stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(4).